Event description:
According to the reporter: procedure: colon resection. The tip of the device broke and the device was replaced by another one. No piece was left in the patient cavity. Efforts have been made to obtain additional information. No further details have been provided.